Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that they do not know the cause of death; probably complications with diabetes and addison's disease. The caller stated that the customer was hospitalized due to dehydration, two weeks prior passing but recovered fully. The caller stated that the customer had kidney failure and was treated for it during the hospitalization. The caller did not know the customer's blood glucose at the time of passing. The caller was unsure whether the customer wore the insulin at the time of death or not. The caller checked the insulin pump history it showed that there was zero insulin delivered for three days. Therefore, caller stated that, possibly, the customer did not wear the insulin pump for three days prior to passing. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a power pack ultra alkaline battery. The pump was programmed with a 2.0 unit basal rate and multiple bolus deliveries, and all registered properly in the daily total history. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window. Data analysis: on (B)(6) 2016, daily insulin total = (B)(6) units. On (B)(6) 2016 daily insulin total = (B)(6) units. On (B)(6) 2016 daily insulin total = (B)(6) units. On (B)(6) 2016 daily insulin total = (B)(6) units. On (B)(6) 2016 daily insulin total = (B)(6) units. On (B)(6) 2016 daily insulin total = (B)(6) units. On (B)(6) 2016 daily insulin total = (B)(6) units.

Manufacturer narrative:
The pump passed the delivery accuracy test.